Event description:
It was reported that the surgeon revised pt's hip due to adverse local tissue reaction.

Manufacturer narrative:
It was reported that the hospital will not release the implants for investigation. Add'l info has been requested and if received will be provided in a supplemental report. This is the same pt/event as MFR # 9616680-2012-00536.